Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that 1 year and nearly 4 months after dental implant was installed in intraoral region #24, its non- osseointegration was observed. In addition, 25ncm of primary stability was achieved, immediate load and immediate implant procedures were performed and the patient presented bone type I.